Manufacturer narrative:
D9. Concomitant product (tm90) listed in d10 was returned on 2026-05-11 and available for evaluation. D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial #: (B)(6), ubd: 24-oct-2025, UDI#: (B)(4), product type: accessory h3. Analysis of the communicator identified the micro usb charge port was loose, rattling. Device was not powered on after 1.5 hour. The tm90 recharging circuitry was damaged (l3). The device was taken out of service/scrapped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported that their communicator was unresponsive and would not power on or charge. The caller confirmed that the communicator was completely unresponsive at this point. A request was sent to the repair department to replace the communicator.